Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The devices were not returned to edwards lifesciences for evaluation. Therefore, visual, functional, and dimensional analysis could not be performed. The 3mensio images were provided by the complaint site. During review it was observed there was presence of calcification on the stj, calcification in annulus, and leaflet calcification. A lot history review revealed no other similar complaints. DHR review did not reveal any manufacturing non-conformance that would have contributed to this complaint event. The control limits for the respective complaint trend category was not exceeded in the complaint. The IFU, device preparation training manual, procedural training manual, and procedural manual were reviewed for instructions/guidance for preparation and use of the devices. Per the device training manual, verify thv orientation and correct volume: verify the inflation volume with the volume based on valve size selected. Designated inflation volumes are indicated near the y-connector of the delivery system. Verify inflation device is locked prior to introducing the delivery system into the sheath. Caution: maintain the inflation device in the locked position until thv deployment. Note: use nominal volume. The delivery system requires a prescribed volume for thv deployment and proper function. Nominal balloon diameter: 23mm; nominal inflation volume: 17ml; rated burst pressure: 7 atm. Thv deployment: check to ensure thv is exactly between the valve alignment markers, flex tip is on the triple marker, and balloon lock is locked. Perform thv deployment: unlock the inflation device. Initiate rapid pacing ensuring 1:1 capture, sbp = 50 mmhg, and pulse pressure <10 mmhg. Confirm placement of center marker within optimal initial center marker zone. Begin initial deployment with a slow controlled inflation. Fully inflate and hold for 3 seconds to ensure complete deployment. Completely deflate the balloon. Stop pacing and withdraw the balloon from the native valve. Additional considerations: verify flex tip is on triple marker to ensure full inflation of balloon during deployment, ensure stability of delivery system during thv deployment. Slow inflation during initial deployment may help with stability of the delivery system and thv during deployment. If considered, reposition only at the very early stage of deployment. Do not exceed 20 seconds for inflation and deflation of the delivery system. Always maintain control of the plunger of inflation device when releasing it. Never lock the inflation device during bav or thv deployment. Balloon burst: if delivery system balloon bursts or leaks during deployment without thv embolization: do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position. Check for pv leaks under echo. If post-dilation needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. If a balloon burst is suspected, do not attempt to pull back the delivery system into the sheath until you are prepared to conduct the following steps: attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull the delivery system through the remaining length of the sheath. No IFU/training deficiencies were identified. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaint for ¿balloon ¿ burst¿ was unable to be confirmed. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. Review of the DHR, lot history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. Per the report, there was 1cc of extra volume added to the balloon prior to inflation. Per the training manual, the nominal inflation volume is 17 ml for size 23mm. Any additional volume could impact balloon inflation pressure potentially contributing to the report balloon burst. Additionally, 3mensio imagery showed presence of calcification on the stj/annulus/leaflets. Per the report, the patient had minimal calcium in the annulus and leaflets and minor stj calcification. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Available information suggests that procedural factors (additional inflation volume added) and/or patient factors (calcification) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. The complaint for ¿balloon ¿ burst¿ was unable to be confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing non-conformance contributed to the reported event. Available information suggests that procedural factors (additional inflation volume added) and / or patient factors (calcification) contributed to the complaint event. No labeling or IFU/training inadequacies were identified. As such, no corrective or preventative action nor risk assessment is required at this time.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
During implant of a 23mm sapien 3 ultra valve in the aortic position, the delivery system balloon ruptured at the very end of deployment. There was no complication associated with the rupture. The valve fully deployed and the balloon/delivery system were able to be removed through the esheath with no further complication. The patient had minimal calcium in the annulus and leaflets and minor stj calcification. Bav was not performed prior to valve deployment. There was 1cc of extra volume added to the balloon prior to inflation.